Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead was fractured. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.